Event description:
It was reported during an afib/aflutter case, the patient suffered an air embolism & right coronary artery thrombus. Caller reported that the patient had st elevation and started to decline. The patient got cyanotic and was not perfusing well and had decreased oxygenation. The caller stated that the patient coded, and they began CPR. The patient was given a heart cath and an impella support device. Caller stated they also did a thrombectomy and stented the vessel. The patient was on support all night and the next day they withdrew care. The patient passed away on (B)(6) 2025. The farapulse system and farawave catheter were used for ablation. No bwi generators were used during this procedure. A octaray catheter was used for mapping. A soundstar catheter reprocessed by sterilmed and a brand new deca nav catheter was in the body at the time of ablation during the procedure. The caller stated the physician did not mention what they thought caused the patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).